Event description:
Same case as: 2184052-2014-00035, 00036, 00037, 00038, 00039. It was reported screws loosened post-operatively. Initial surgery involved treatment of l4-s1 tlif for ddd and spondylolysis at l5. Three months post-op, it was reported all screws loosened. No further info is available at the time of this report.